Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid flowed through the fluid path without issue. A leak test found no signs of leakage. The adhesive pad welds were found incomplete, but this did not affect the function of the device. No defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 15.9 mmol/l (286.2 mg/dl). The pod was worn on the patient's back for between 4 and 24 hours. As treatment, a manual injection of insulin was administered via an insulin pen.